Manufacturer narrative:
(B)(4). Medical products: e1 vngd as tib brg; p/n: ep-189044, l/n: 697660, bmet regenx pri tib tray; p/n: 141272, l/n: 982200, biomet finned pri stem; p/n: 141314, l/n: 623440, vanguard cr por fmrl; p/n: 183066, l/n: 190740, series a pat std; p/n: 184762, l/n: 508380, palacos rg 1x40 single; p/n: 00111314001, l/n: 84344539. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05116, 0001825034 - 2019 - 05117, 0001825034 - 2019 - 05119, 0001825034 - 2019 - 05120. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 2 approximately years post-implantation due to tissue damage, limited mobility, instability, knee in valgus, insufficient medical collateral ligament (mcl), and pain. Subsequently, all components were revised. During the procedure, the surgeon attempted to reconstruct the mcl with an allograft; however, the new allograft restrained flexion and stability. Therefore, the patient's hamstring tendon was harvested and anchored for reconstruction. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a healthcare professional. Patient was experiencing instability and sustained and iatrogenic injury to the mcl. All components were replaced with no complications. The root cause of the reported event is examination/treatment related, and not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.